Manufacturer narrative:
(B)(4).

Event description:
Procedure: subtotal stomach-preserving customer states that during a pancreaticoduodenectomy in the middle of firing, the device stopped firing. Since it was the fire for the side-to-side anastomosis, the surgeon misunderstood that the firing had been made to the distal end of the tissue and did not fire the device again. When the jaws were opened, the surgeon found that the firing had not been made to the distal end. Opened another to correct the problem. There was additional tissue resection but the patient is now recovered.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur if the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload.